Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a non-rechargeable device that was at eri (elective replacement indicator). There were no allegations/dissatisfaction with the ins longevity. Steps were reviewed to bypass the information screen. It was reviewed to contact the hcp to discuss the eri further. It was stated that the patient¿s therapy hadn¿t been helping with their leg pain. They stated they had stimulation turned up ¿clear to the highest level, 10 or 10.5v and the patient felt nothing. They mentioned that the patient had a major stroke (unrelated to the device/therapy) and the patient had post stroke syndrome on the right side of their body which is the side that their stimulation was on. The caller stated that normally the patient had stimulation at 5 and it worked good. They stated that ¿sometimes if that side really hurts, there was nothing to stop the pain, because the pain signals were not real but they were real because the brain says it hurts¿. It was stated that the patient was at the neurologist and pain clinic. They indicated that when the stimulation works it does help a lot. The caller also mentioned that the patient had other pain too. The caller clarified that the patient had severe osteoarthritis. Patient services asked the caller is this was in any way related to the patient¿s device and they stated that stimulation does usually help with the muscle skeletal pain, but it was not helping with that at this time. They mentioned this pain was pre-existing (2010ish) and they could barely walk before the device was put in. They stated that the device usually helped a lot with the pain too when working properly. The caller was redirected to follow-up with the healthcare provider (hcp) to discuss the patient¿s symptoms. It was reported that stimulation no longer helping with their right side/leg began in (B)(6) 2018 and the stimulation no longer helping with their muscular skeletal pain started about a month and a half ago in 2018. No further complications were reported/anticipated.